Event description:
The customer reported that from the beginning of the procedure, the ligasure device was sticking to the tissue after sealing and cutting. No tissue damage. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The incident sample has been requested, but to date has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.